Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - hole/cut in hose, hose damaged several times, tool does not hold, coupling worn out, lid was missing and the machine was getting hot. It was further determined that the device failed pre-test for loctite and cable assessments, cutter lock assessment, safety, rotational speed, air pump and handpiece temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor was noisy on the motor device. It was further reported that the lever lock was heating. It was reported that the event occurred before use on a patient. This event did not occur during surgery. A spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.